Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle was difficult to disengage. There was no report of patient impact. The following information was provided by the initial reporter: I received a complaint from the maternity suites about the nexiva infusion needle 20g 32mm pink, with ref.no. (B)(4). Removing the system was not successful, as the system was "stuck" in the vein. After some time it succeeded by reversing the whole system. But of course this is an annoying situation for the patient.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle was difficult to disengage. There was no report of patient impact. The following information was provided by the initial reporter: I received a complaint from the maternity suites about the nexiva infusion needle 20g 32mm pink, with ref.no. 383537. Removing the system was not successful, as the system was "stuck" in the vein. After some time it succeeded by reversing the whole system. But of course this is an annoying situation for the patient.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of stylet difficult to remove was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation.